Event description:
It was reported that false negatives are being provided while using the drug specimen cups.

Manufacturer narrative:
It was reported that false negatives are being provided while using the drug specimen cups. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.